Event description:
The representative reported an infection at the ins pocket site. The patient was symptomatic with fever, increased back pain, lethargy, redness and swelling at the pocket site. At follow-up, normal battery depletion was detected and the system was removed. Additional information has been requested from the physician.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.